Event description:
A surgeon reports that the leading haptic stuck to the optic during insertion of the intraocular lens. While manipulating the stuck haptic, the capsule tore. The lens was removed and replaced with another lens model placed in the sulcus. The pt's bcva is 20/40+ due to opacified capsule. The surgeon plans to yag the capsule when the pt is three months postop. Treatment was required for early postop glaucoma and iritis. The surgeon feels that the pt's prognosis is good.